Manufacturer narrative:
Device 3 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom on (B)(6) 2024, it was reported by the patient that infusion set fell off during use. 10 infusion set was affected. Novolog/insulin aspart (novonordisk) insulin was in use. No further information was available.